Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicating that on (B)(6) 2019, the patient was admitted to the critical care unit due to a fall with resulting pelvic fracture and acetabular cup migration. It is noted the patient was dizzy before falling. On (B)(6) 2019, the patient underwent a right hip revision due to a pelvic fracture and cup migration. The surgeon noted a fair amount of hematoma. The surgeon described the fracture as a severely comminuted acetabular fracture, anterior column was fractured, posterior column fractured, as was the inferior ring of the acetabulum, so the posterior wall and ischium were floating. There was severe comminution of the medial wall and again, the anterior wall was unstable as well. The pelvic fracture was corrected with a pelvic reconstruction plate and acetabular cage. The surgeon also reported the cup was malpositioned and the femoral head was out of the cup. The surgeon indicated the cup was completely flipped upside down. The patient loss an estimated 1000 ml of blood during the revision operation and received two units of packed red blood cells. However, the surgeon noted there were no intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done and 5 days post op had a fall. The fall caused her cup to migrate into her pelvis. The pelvis was fractured quite badly and a full revision and reconstruction of her pelvis was required. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Right hip.